Manufacturer narrative:
(B)(4). This event occurred on an unspecified date in (B)(6) 2014. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for an infection in the stomach coincident with peritoneal dialysis (pd) therapy. The infection was manifested by weakness. The peritoneal dialysis registered nurse (pdrn) stated that the infection was suspected to be peritonitis. The cause of the event was due to a breach in aseptic technique further described as the patient not wearing his mask. The peritonitis was not confirmed. On an unreported date the patient was treated with vancomycin (route, dose and frequency not reported). It was reported the patient was discharged after ¿about a week¿. On an unknown date the patient was retrained on proper aseptic technique. It was reported the patient was recovered from the event of infection. Treatment and outcome are unknown. No additional information is available.